Event description:
The customer reported approximately forty (40) milliliters of fluid leaked from the manual probe, within the instrument, during quality control analysis involving the coulter lh 500 hematology analyzer. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patient consequence associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument. The facility has an exposure control plan in place for biohazard material.

Manufacturer narrative:
The field service engineer (fse) observed fluid dripping after performing the manual mode. The fse noticed vacuum chamber 7 (vc7) was not draining after the rinse cycle. The vacuum chamber was overflowing and causing the vacuum level to drop which caused the drip at the manual mode probe. The fse replaced the tubing at pinch valves pv40 and pv46 to clear the tubing from the flow cell to vc7 and resolved the fluid leak issue. The fse replaced the tubing at pinch valve pv38 as preventative maintenance. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, system hardware - involving the vacuum chamber and pinch valve tubing - is the likely cause of the event. Beckman coulter continues to track and trend any incident related to this issue. (B)(4).